Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 20ml greenish brown fluid. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. No erroneous patient results were generated. The field service engineer (fse) found a tubing had come off the fitting at vl57a resulting in no vacuum to bellows drain. The fse reattached the tubing and fixed the leak. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).